Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unresponsive keypad found on 03/01/2021. Device received with an unresponsive keypad at the down button. Unable to perform the displacement test and self test due to unresponsive keypad. Device was cut open to perform visual inspection and found moisture damage on the keypad flex connector, pcba 1, pcba 2, and force sensor.¿swapped out case and successfully downloaded history files and traces. Stuck button alarm was found in the history files on mar 01, 2021 at 16:11, 16:16, 16:21, 16:33, and 18:25. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case above arrow and battery icon, missing display window/cover, pillowing keypad overlay, cracked case on corner of belt clip rails, and cracked case on battery tube. Unresponsive keypad confirmed due to moisture damage on the keypad flex connector, pcba 1, and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received stuck button alarm, the button on the keypad got stuck and was not able to release. Customer stated they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.